Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported a superficial flap occurred at the inferior part of the eye leading to vertical gas breakthrough during lasik flap creation. It was reported the doctor had to manipulate the flap to complete the procedure.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The treatment report shows that the that a flap thickness of 100m was selected. Company specifications recommended flap thickness is 120m. Vgb (vertical gas breakthrough) is known to appear in thin cuts more often when compared to thick flaps. Fluid and corneal lacrimation might have built a fluid layer, additionally reducing the flap thickness. The root cause cannot be determined conclusively. A possible root cause might be the combination of different factors like the desired flap thickness, patients cornea condition, docking and lacrimation/ liquid on the cornea. The manufacturer internal reference number is: (B)(4).